Event description:
On (B)(6) 2014, it was reported that emt's had responded to a "choking" call. Upon arrival, emts found (B)(6) female pt unconscious/unresponsive not breathing and with no pulse. CPR immediately started and als requested. Upon AED arrival, the pads were placed correctly and the AED analyzed rhythm. It indicated "no shock advised". After analyzing heart rhythm, AED screen went blue and it advised to check pads. After checking the pads, the AED did not re-analyze. It was reported that the patient was not resuscitated. Examination of the electronic history from the AED that was used, reveals a patient whose cardiac rhythm was sinus bradycardia, a stable, non-shockable rhythm. The AED analyzed the patient's ECG and appropriately did not recommend a defibrillation shock. After not advising a shock, the AED prompted the user to begin CPR, if needed. Near the end of the 2-minute CPR interval the patient pads appear to have become "shorted", i.e. The impedance between the 2 pads was near zero. It is unclear from the electronic history the exact nature of the "short"; however the most likely causes are: pads in contact with one another, moisture (perspiration on the patient), jewelry, or an issue with the set of pads used, therefore this MDR is being filed.

Manufacturer narrative:
The AED (s/n (B)(4)) and battery pack (s/n (B)(4)) used during the event were received. It was reported by the distributer that the pads used during the event are not available. The AED, battery pack and a set of test cables were connected to a patient simulator set to ventricular fibrillation (a shockable rhythm). In the first analysis period, the AED analyzed the ECG heart rhythm, made an appropriate shock decision, charged, in preparation for shock delivery and while the unit was waiting for the shock button to be pressed, the AED aborted the shock reporting "check pads". In the second analysis period, the AED analyzed the ECG heart rhythm, made an appropriate shock decision, charged, in preparation for shock delivery, and when the shock button was pressed the unit delivered a shock, within specification, to the simulated patient. During the CPR cycle, the unit displayed "check pads". The AED was opened and visually and functionally inspected. The results of the inspection did not identify any visual or electrical non-conformances. Extensive long-term testing, including electrical analysis, environmental and vibration testing was unable to determine the cause for the reported problem as the AED is currently functioning properly as designed.

Manufacturer narrative:
We were informed that the pads associated with this event were discarded and therefore will not be returned. Although the AED appears to have performed appropriately and as designed, it has been requested to be returned so that it can be evaluated. As of 12/23/2014, the AED has not been returned. The investigation remains open and no conclusions can be made at this time.